Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy procedure, the device was used for about 30 minutes when the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was o pt injury or ill-effects.